Manufacturer narrative:
D9: update date device returned to manufacturer 23-apr-2025. H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Code d15: engineering evaluation: the reported failure mode of failure to deploy is consistent with the findings of partial deployment of the outer zipper, internal abrasion on the catheter, and deployment line loose at the knob. Engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The reported stuck deployment line was confirmed as the device was returned partially deployed and deployment difficulty was noted during evaluation. Deployment could not be completed with traction at the knob, and no cause could be identified concerning the observed difficulty. Deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with a 7mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat iliac artery occlusion. The patient's right iliac artery was occluded, and residual thrombus still existed after thrombectomy treatment. Therefore, vsx device was to be implanted. Vsx device was successfully delivered to the lesion, but during the deployment process, it was found that vsx device could not be deployed normally. Multiple attempts were unsuccessful, and vsx device could not be expanded normally, therefore, it was withdrawn from patient. Another vsx device (vbhr080502w) was used to complete the procedure successfully. Patient didn't experience adverse consequences.